Manufacturer narrative:
Review of the stored device data indicated that the battery voltage drop observed in the field was normal. The battery performed normally and the drop occurred due to do a higher current demand needed to maintain consumption to maintain communication with the programmer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the battery voltage dropped from 2.47v to 2.33v in-clinic. The device was explanted and replaced.